Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00155.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, a fracture occurred near the hub of an ace catheter and was successfully removed. A new ace catheter was used. Upon removal from the packaging, the new ace catheter was found fractured. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Result: the 5max ace was kinked approximately 3.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that both 5max aces were fractured at the hub. Evaluation of the returned devices revealed that the first 5max ace was kinked approximately 1.0 cm underneath the strain relief and 7.5 cm from the hub. The second 5maxace was kinked approximately 3.5 cm from the hub. It appears that the force used while manipulating the first 5maxace during use, exceeded the product specification. If force was applied at an angle while maneuvering the catheter, it is likely that damage will occur. The second 5max ace proximal shaft was kinked. This type of damage typically occurs if the product was improperly removed from the packaging hoop. If the 5max ace was removed from the packaging hoop at an angle while force was applied, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.